Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. The cause of the remaining foreign material could not be presumed from the obtained information for this suggested phenomenon. The user can detect the event and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to evidence of a b30 error; there was also no image initially viewable, but after aeration the visible image returned. In addition to the leak found in the scope connector, the following evaluation findings are as follows: there was a minor dent and scratches in the distal end plastic cover, and the light guide lens had evidence of old glue; these additional findings were recommended for replacement/repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an unsupported error code while using the evis exera iii colonovideoscope. The issue occurred during preparation for use for a diagnostic procedure, and there was no patient harm associated with the event. The device was returned and evaluated, and the scope connector was found to be leaking due to accessory falling off the suction channel.this MDR is being submitted to capture the reportable malfunction found during the device evaluation.